Manufacturer narrative:
Zoll has not yet received the thermogard console for evaluation. A supplemental report will be filed if and when the console is returned and investigation has been completed.

Event description:
The thermogard console (sn (B)(4)) displayed mid:04 (post int ram) error message upon power up. No patient involvement.